Event description:
Same case as user facility medwatch: (B)(4). It was reported that during a cardiac catheterization procedure a guide wire fracture occurred. A choice 300 guide wire was inserted to cross the previously stented target lesion. The choice guide wire hung in the stent struts and the physician was unable to remove the guide wire. The physician made several attempts to retrieve the guide wire with a snare and the guide wire fractured. Patient had to undergo cardiothoracic surgery.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).